Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/5/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. One empty open overwrap and one needle-suture piece and one suture piece around a labeled winding former were received for analysis. Product code p8682t. Upon visual inspection of the returned suture pieces, the extremes were noted to be broken and split probably caused by a surgical instrument. Also, body fluids and some damaged (fraying) on the surface were observed along the strand as well. No functional test by suture diameter due to the condition of the sample received. In addition, marks that appear to be caused by a surgical instrument were observed on the body needle. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a breast augmentation procedure on (B)(6) 2025 and suture was used. Client reports that he was performing intradermal suture and that the suture thread looks thin, presents division and fibers break, inform that the batch is left in follow. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/10/2025 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - were there patient consequences? If yes, please explain. No, the event is reported as a non-serious adverse event. - it was reported that the event date is august 04, 2025, and the alert date is august 11, 2025. Could you please provide a justification for this variance in the timing of the report related to this file? Several dates are reported: 1.date of the event in the surgery service: 04/08/2025 2.date of report to the institution's technovigilance program: 06/08/2025. 3.date of institution to (facility): 06/08/2025 4.date reported by (facility) to johnson and johnson: 11/08/2025 -please confirm if the device is available for product return. If yes, please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Yes, it is pending to pick up at the institution, as soon as it arrives at the facilities of cobo medical sas bic, it will be sent to johnson and johnson to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/8/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested; the following was obtained: regarding the sample product code: p8682t lot number: av8172 I inform you that this was sent to j&j on 14/08/2025.